Event description:
It was reported that there was white particulate foreign matter found in the plungers of 20 bd¿ syringes with luer slip.

Manufacturer narrative:
Correction: describe event or problem: it was reported that there was white particulate foreign matter found in the plungers of 20 bd¿ syringes with luer slip. Investigation summary: device history records, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. Investigation conclusion: the samples sent by the customer was verified and it was possible to observe foreign matter ¿ plastic residue. Bd foreign matter evaluation procedure identified eight samples at level 1, seven samples at level 2 and seven samples at level 3 in size ranking. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white particulate foreign matter found in the plungers of the bd¿ syringes with luer slip.